Event description:
A dreamstation auto CPAP device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. During the evaluation, visible foam particles were noted inside the blower kit. Additionally, the evaluation of the device data identified no error codes. There was also presence of dust fail in the device. The device was scrapped by the service center after the evaluation was completed.